Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting oversensing and loss of output 1 day after implant. The ipg was reprogrammed to the unipolar mode and is functioning appropriately.